Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device embedded into the lumen of the fallopian tube'), device dislocation ('migration of device,migration of essure device location not known/malposition of essure device-location of device'), device breakage ('device breakage'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('abnormal bleeding (general)') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "abnormal configuration of the proximal aspect of the left occlusion device/ malposition of essure (bent coil)" on (B)(6) 2016. The patient's previously administered products included for birth control: depo provera. Concurrent conditions included fibromyalgia and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera), meloxicam, oxycodone hydrochloride;paracetamol (percocet) and pregabalin (lyrica) since 2014. In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), mood altered ("moody, night swings"), nausea ("nausea"), night sweats ("night sweats") and gingival bleeding ("abnormal bleeding of gums"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urticaria chronic ("chronic hives"), allergy to metals ("allergic or hypersensitivity reaction (essure allergy)/ nickel allergy") with rash, bacterial vaginosis ("constant bv"), migraine ("migraines"), headache ("headaches"), depression ("depression") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/horrid back pian"), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), infection ("infection"), diarrhoea ("diarrhea/constant diarrhea"), vomiting ("vomiting"), rash vesicular ("blistery rash") and adrenal disorder ("adrenal glands still jacked up"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, device breakage, uterine haemorrhage, genital haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, fatigue, mood altered, vaginal infection, bacterial vaginosis, infection, migraine, depression, dyspareunia, rash vesicular and adrenal disorder outcome was unknown and the pelvic pain, back pain, urticaria chronic, pruritus, vaginal haemorrhage, headache, nausea, diarrhoea, vomiting, night sweats and gingival bleeding had resolved. The reporter considered adrenal disorder, allergy to metals, back pain, bacterial vaginosis, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, gingival bleeding, headache, infection, menorrhagia, migraine, mood altered, nausea, night sweats, pelvic pain, pruritus, rash vesicular, urticaria chronic, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. Diagnostic results: hsg test: the test also showed abnormal configuration of the proximal aspect of the left occlusion device of uncertain clinical significance. On (B)(6) 2016 hysterosalpingogram revealed,migration of essure device, bent coil. Concerning the injuries reported in this case, the following one/ones were reported via medical records night sweat, depression, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: adrenal glands still jacked up. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to (B)(4) which will be deleted from bayer safety database after all information and source document was transferred to this record # (B)(4) which will be retained. New: event adrenal glands still jacked up was added. Reporter was added. No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("device embedded into the lumen of the fallopian tube"), device dislocation ("migration of device"), device breakage ("device breakage"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "abnormal configuration of the proximal aspect of the left occlusion device/ malposition of essure (bent coil)" on 2-mar-2016. The patient's previously administered products included for birth control: depo provera. Concurrent conditions included fibromyalgia and dysfunctional uterine bleeding. Concomitant products included citalopram hydrobromide (celexa), medroxyprogesterone (depo provera), meloxicam, oxycocet (percocet) and pregabalin (lyrica) since 2014. On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea") and gingival bleeding ("abnormal bleeding of gums"). In june 2014, the patient experienced urticaria chronic ("chronic hives"), allergy to metals ("allergic or hypersensitivity reaction (essure allergy)/ nickel allergy") with rash, bacterial vaginosis ("constant bv"), migraine ("migraines"), headache ("headaches"), depression ("depression") and dyspareunia ("dyspareunia"). In 2014, the patient experienced mood altered ("moody, night swings") and night sweats ("night sweats"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/horrid back pian"), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), infection ("infection"), diarrhoea ("diarrhea/constant diarrhea"), vomiting ("vomiting") and rash vesicular ("blistery rash"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, device breakage, uterine haemorrhage, genital haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, fatigue, mood altered, vaginal infection, bacterial vaginosis, infection, migraine, depression, dyspareunia and rash vesicular outcome was unknown and the pelvic pain, back pain, urticaria chronic, pruritus, vaginal haemorrhage, headache, nausea, diarrhoea, vomiting, night sweats and gingival bleeding had resolved. The reporter considered allergy to metals, back pain, bacterial vaginosis, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, gingival bleeding, headache, infection, menorrhagia, migraine, mood altered, nausea, night sweats, pelvic pain, pruritus, rash vesicular, urticaria chronic, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. Diagnostic results: hsg test: the test also showed abnormal configuration of the proximal aspect of the left occlusion device of uncertain clinical significance. On 02-mar-2016 hysterosalpingogram revealed,migration of essure device, bent coil. Concerning the injuries reported in this case, the following one/ones were reported via medical records night sweat, depression, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device embedded into the lumen of the fallopian tube"), device dislocation ("migration of device"), device breakage ("device breakage"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure (batch no. B94870) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "abnormal configuration of the proximal aspect of the left occlusion device/ malposition of essure (bent coil)" on (B)(6) 2016. The patient's concurrent conditions included fibromyalgia and dysfunctional uterine bleeding. Concomitant products included citalopram hydrobromide (celexa), medroxyprogesterone (depo provera), meloxicam, oxycone (percocet) and pregabalin (lyrica) since 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced mood altered ("moody, night swings") and night sweats ("night sweats"). On an unknown date, the patient experienced embedded device, device dislocation, device breakage and pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage and genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), urticaria chronic ("chronic hives"), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction (essure allergy)/ nickel allergy") with rash, dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), bacterial vaginosis ("constant bv"), infection ("infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), dyspareunia ("dyspareunia"), diarrhoea ("diarrhea"), vomiting ("vomiting"), gingival bleeding ("abnormal bleeding of gums") and rash vesicular ("blistery rash"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, device breakage, uterine haemorrhage, genital haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, fatigue, mood altered, vaginal infection, bacterial vaginosis, infection, migraine, depression, dyspareunia and rash vesicular outcome was unknown and the pelvic pain, back pain, urticaria chronic, pruritus, vaginal haemorrhage, headache, nausea, diarrhoea, vomiting, night sweats and gingival bleeding had resolved. The reporter considered allergy to metals, back pain, bacterial vaginosis, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, gingival bleeding, headache, infection, menorrhagia, migraine, mood altered, nausea, night sweats, pelvic pain, pruritus, rash vesicular, urticaria chronic, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed tubal occlusion hsg test: the test also showed abnormal configuration of the proximal aspect of the left occlusion device of uncertain clinical significance concerning the injuries reported in this case, the following one/ones were reported via medical records night sweat, depression, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication and lot number added. Events embedded device, device dislocation, device breakage, uterine hemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhea, fatigue, gastrointestinal disorder, mood altered, vaginal infection, bacterial vaginosis, infection, migraine, headache, nausea, depression, dyspareunia, diarrhea, vomiting, night sweats, chronic hives, blistery rash and gingival bleeding were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device embedded into the lumen of the fallopian tube'), device dislocation ('migration of device,migration of essure device location not known/malposition of essure device-location of device'), device breakage ('device breakage') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "abnormal configuration of the proximal aspect of the left occlusion device/ malposition of essure (bent coil)" on (B)(6) 2016. The patient's previously administered products included for birth control: depo provera. Concurrent conditions included fibromyalgia and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera), meloxicam, oxycodone hydrochloride; paracetamol (percocet) and pregabalin (lyrica) since 2014. In (B)(6) 2014, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), mood altered ("moody, night swings"), nausea ("nausea"), night sweats ("night sweats") and gingival bleeding ("abnormal bleeding of gums"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urticaria chronic ("chronic hives"), allergy to metals ("allergic or hypersensitivity reaction (essure allergy)/ nickel allergy") with rash, bacterial vaginosis ("constant bv"), migraine ("migraines"), headache ("headaches"), depression ("depression") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/horrid back pian"), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue/ tired "), vaginal infection ("vaginal infection"), infection ("infection"), diarrhoea ("diarrhea/constant diarrhea"), vomiting ("vomiting"), rash vesicular ("blistery rash"), adrenal disorder ("adrenal glands still jacked up"), neuropathy peripheral ("horrible neuropathy"), fibromyalgia ("fibro") and suicidal ideation ("suicidal thought"). The patient was treated with gabapentin and surgery (hysterectomy with bilateral salpingectomy and robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, device breakage, uterine haemorrhage, genital haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, fatigue, mood altered, vaginal infection, bacterial vaginosis, infection, migraine, depression, dyspareunia, rash vesicular, adrenal disorder, neuropathy peripheral, fibromyalgia and suicidal ideation outcome was unknown and the pelvic pain, back pain, urticaria chronic, pruritus, vaginal haemorrhage, headache, nausea, diarrhoea, vomiting, night sweats and gingival bleeding had resolved. The reporter considered adrenal disorder, allergy to metals, back pain, bacterial vaginosis, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, genital haemorrhage, gingival bleeding, headache, infection, menorrhagia, migraine, mood altered, nausea, neuropathy peripheral, night sweats, pelvic pain, pruritus, rash vesicular, suicidal ideation, urticaria chronic, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. Diagnostic results: hsg test: the test also showed abnormal configuration of the proximal aspect of the left occlusion device of uncertain clinical significance. On (B)(6) 2016 hysterosalpingogram revealed,migration of essure device, bent coil. Concerning the injuries reported in this case, the following one/ones were reported via medical records night sweat, depression, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: adrenal glands still jacked up. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event neuropathy and suicidal thought and drug used to gabapentin updated. On 23-mar-2020: processed with follow up 8. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "abnormal configuration of the proximal aspect of the left occlusion device" on (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), urticaria ("chronic hives"), pruritus ("itching") and rash ("rashes"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, urticaria, pruritus and rash had resolved. The reporter considered back pain, pelvic pain, pruritus, rash and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed tubal occlusion hsg test: the test also showed abnormal configuration of the proximal aspect of the left occlusion device of uncertain clinical significance. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.